Event description:
Patient used libre 3+ (lot# 1245925, sn# (B)(6)) for stage 1/2 type 1 diabetes. The libre 3+ was reading constantly low with continuous glucose monitoring glucose ~40-50s with constant alerts for more than 12 hours. Patient' mother got extremely concern and took her to emergency room. Patient was asymptomatic. Blood glucose in the hospital was normal. We are reporting this as this product may be affected as others causing false lows reading. Per FDA alert (https://www.FDA.gov/medical-devices/medical-device-recalls-and-early-alerts/early-alert-glucose-monitor-sensor-issue-abbott-diabetes-care), we checked the serial number and lot number and these numbers were not included within the FDA alerts. We are reporting this in case other lots may have been affected but either company or FDA may not be aware of this.